Event description:
Patient presented to the physician complaining of shortness of breath. CT scan was performed and the distal tip of the sensor was believed to have migrated into the fissure of the right lung. The patient was brought in for surgery and the distal sensor tip was removed by a thoracic surgeon on (B)(6) 2021.

Event description:
Physician removed remainder of sense lead body and placed a new sense lead. This issue is now resolved.